Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot up and initialize. There is no report of death or serious injury associated with this complaint.